Event description:
It was reported that during routine follow up, multiple noise events were found on the atrial and ventricular leads. The physician suspects emi exposure. The noise was not reproducible with isometrics or pocket manipulation. The system will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.